Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after the implant of a leadless implantable pulse generator (ipg), the patient was found to be in second degree atrioventricular (av) block and their heart rate was 43bpm. The device was reprogrammed and the av block was downgraded to first degree. The device remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.